Event description:
The customer reported that the system was not making x-ray exposures. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep troubleshot the unit and discovered a blown fuse then replaced the fuse. The system operates as intended.